Event description:
The customer's spouse reported that the customer passed away. The blood glucose was 79 mg/dl at the time of death. The cause of death was not known at the time the death was reported. The customer's spouse stated that the customer had diabetes for 60 years and was on home hospice care. Nothing further reported.

Event description:
Customer's spouse reported that he did not believe that the insulin pump was the cause of the death. He reported that the cause of death was alzheimer's dementia. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.